Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed and showed require maintenance, not detected on bus message. The customer tried to recover storage space and reboot the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was not detected on the bus. A field service engineer (fse) found lights on drawer controller board and no lights on pyxis bus module controller board. The fse using multi meter confirmed drawer controller board was working, then replaced pmc board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.